Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a high ketone level. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, customer was adjusting pump settings without consulting healthcare provider, and was frequently using the pump's sleep mode and turning off the control-iq software. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on(B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.